Event description:
It was reported that a patient with an implanted spinal cord stimulation system that included an intellis implantable neurostimulator and a vectris lead experienced a return of pain and reported shock from the internal implantable neurostimulator. The patient stated the implantable neurostimulator had "failed so soon" and indicated the device would be removed, requesting information about failure analysis. The patient underwent device removal and surgery to replace the spinal cord stimulation system, and the issue was reported as resolved with the patient alive and no injury. No cause was known, and no testing or imaging was reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.